Event description:
Hcp reports pt with a spinal cord stimulator not feeling stimulation after going through a security gate without turning device off. Security gate was at the local court house. Pt called hcp to report event but has not been seen for follow up at the time of his report. Device remains implanted. A follow up report will be sent if additional info is received.